Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while the trach care was being performed, a tear in flange was found. Tear in trach found. There was no patient harm.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was confirmed as a tear was observed on the eyelet of the flange. The deformation of the area was uneven. There was no known cause of the reported issue, and no further action was taken.